Manufacturer narrative:
No permanent solution documented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the machine failed to switch on geometry issues noted on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.